Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of separation other component - no leak was verified by visual inspection. Examination of the received sample indicated that the sample separated at the union between the outlet of the drip chamber and the tubing of the set. A device history record review could not be performed because the lot number is unknown. The root cause for the failure seen in this complaint is the lack of solvent seen at the junction point between the drip chamber and infusion set tubing. This issue has been previously identified and a quality investigation is being conducted in order to correct the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ texium¿ secondary set came apart while priming it. The following information was provided by the initial reporter: "came apart during priming¿.no fluid, no adverse event."

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of separation other component - no leak was verified by visual inspection. Examination of the received sample indicated that the sample separated at the union between the outlet of the drip chamber and the tubing of the set. A device history record review could not be performed because the lot number is unknown. The root cause for the failure seen in this complaint is the lack of solvent seen at the junction point between the drip chamber and infusion set tubing. This issue has been previously identified and a quality investigation is being conducted in order to correct the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ texium¿ secondary set came apart while priming it. The following information was provided by the initial reporter: "came apart during priming¿.no fluid, no adverse event."